Event description:
Complainant alleged that the medic team responded to a call for a pt in cardiac arrest. The pt was treated with one discharge of energy, joules unknown. On the second attempt to defibrillate, the device made a loud pop sound and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.